Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for two patients on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report is related to the results generated for patient one (1). Mdr2122870-2015-00058 addresses the results generated for patient two (2). The initial result from patient 1 was above the customer's normal reference range. A second draw from patient 1 was run on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and gave a negative access accutni+3 result. The initial patient sample was repeated on the following day on the same system and recovered with a negative result. The initial elevated result for patient one (1) was reported outside of the laboratory. The customer stated a corrected report was issued, but the patient was admitted to the hospital. The customer did not have information pertaining to the reason the patient was admitted. Calibration, quality control (qc) and system check were within specifications. The patient sample was collected in a lithium heparin plasma non gel tube, centrifuged at 7200 rpm (revolutions per minute) for three (3) minutes at room temperature. No sample integrity issues were noted.

Manufacturer narrative:
The customer did not provide patient's date of birth or weight. The accutni+3 reagent was not returned for evaluation. The customer contacted their third party service provider to address the non-reproducible results obtained. The cause of this event cannot be determined with the available information. All related reports: MDR 2122870-2015-00057; MDR 2122870-2015-00058.